Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, it was noted that the partial thromboplastin time (ptt) was elevated and that a gastrointestinal bleed was observed. Heparin drip was titrated down per protocols for elevated ptt. The patient was extubated and central venous pressure (cvp) decreased to 10 following extubating. The patient was noted to be improving.